Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump. It was reported that  in feburary the patient was getting random boluses from the pump. The patient described it feeling like he was getting increased doses from the pump and he was having clinical symptoms after wards of urinary retention and nausea. They did a dye study and everything appeared fine with the catheter. They ended up replacing the pump but they did not replace the catheter.